Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:slim system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 145 mg/dl at time of report. Customer was using fiasp insulin. Tandem customer technical support (cts) reminded customer on cartridge/insulin labeling. Reportedly, occlusion alarms occurred even with "regular" insulin. Customer did not respond to multiple contact attempts from cts to obtain additional information.